Event description:
Pt called lfs in 2003 alleging their meter would only prompt a not ok message while attempting to test. The pt reported no high or low blood glucose symptoms while attempting to test. The issue was not resolved with troubleshooting. No further info has been reported.